Event description:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient developed an infection. Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.